Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charges and boot up was performed and passed. Receiver download retrieved and attached and passed. Test on receiver functional test station was performed and passed. Audio\vibration test with dexcom global receiver communication tool was performed and passed. "Try-it" audio\vibration test to test alert\alarms was performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests was performed and passed. Measure the speaker and vibrator resistance was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.